Event description:
During a coronary stenting drug eluting treatment procedure, an embolization occurred. The stent affected by the in stent restenosis was a 2.50x18 mm cypher stent placed in 2006. The 70% in stent restenosis lesion being treated was located in the midly tortuous circumflex artery (cx). The physician did not predilate. While trying to cross the lesion the 2.50x16mm taxus express drug eluting stent became hung up on a previously deployed stent, and came off the balloon. The physician kdeployed the stent in the ostial circumflex and the case was completed. No patient complications were reported. Patient status reported as "ok".